Manufacturer narrative:
A ticket search determined there was normal complaint activity for architect total b-hcg reagent lot 06106ui00. Tracking and trending report was reviewed and determined there were no trends for the architect total b-hcg reagent. Worldwide field data was reviewed to evaluate the historical performance for the architect total b-hcg reagent lots in the field; the patient median result for lot 06106ui00 was found to be comparable with all other lots in the field, confirming there is no systemic issue for the product lot. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect total b-hcg reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported a false positive architect total b-hcg result. Sample ID (B)(6) generated an initial result of 272.96 miu/ml. The sample generated negative results on a reactive strip and when retested in duplicate on architect with results of less than 1.20 miu/ml. No impact to patient management was reported.